Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-50, serial: (B)(4), batch: 21385641. Product family: scs-lead fixation, upn: (B)(4), model: sc-4318, batch: 21126427.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances on the lead. The patients leads and anchors were replaced. The patient was doing well postoperatively. All explanted device components will not be returned.